Event description:
It was reported that "during a surgery, the tip of the device fractured during a surgery. No adverse consequences."

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the mantis cannulated modular tap tip fracture was confirmed upon visual inspection of the device. The manufacturing records were reviewed, but there were no manufacturing anomalies that could account for the reported product issue. The manufacturing records were reviewed, but there were no manufacturing anomalies that could account for the reported product issue.conclusion: the exact cause of the failure is unknown; however, it is likely that the tap broke under compressive torsional overload.

Event description:
It was reported that "during a surgery, the tip of the device fractured during a surgery. No adverse consequences."